Manufacturer narrative:
Correct to description of event: a surgeon simultaneously reported three cases in which an infection developed after hernia repair with ovitex (exact part number unknown). This is case 2 of 3 reported. It was reported that in the presence of these infections, varying amounts of the device dissolved, leaving the polypropylene suture behind. The surgeon re-operated to remove portions of the implant and remaining polypropylene.

Manufacturer narrative:
Lot number and product code information were not received, thus prohibiting manufacturing review.

Event description:
A surgeon simultaneously reported three cases in which an infection developed after hernia repair with ovitex (exact part number unknown). It was reported that in the presence of these infections, varying amounts of the device dissolved, leaving the polypropylene suture behind. The surgeon re-operated to remove portions of the implant and remaining polypropylene. In this case a portion of the polypropylene was adherent to the bowel, and its removal required a resection of a small piece of bowel. This is 1 of 3 such cases reported.